Event description:
"Caller alleged discrepant imprecision results compared with the same meter. Results as follows:" date: (B)(6) 2012, inratio: 5.2, inratio: 4.1. Time elapsed between each method of testing is five minutes. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.